Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 59 mm diameter abdominal aortic aneurysm. The aortic length had a length of 25 mm and a diameter of 22.5 - 26.1 mm. It was reported that when the patient returned for follow up approximately one month later, a small endoleak of unknown type was not ed on CT angiography, at the proximal edge of the 3rd stent of the main body stent graft. A type ia, type iiib, or type IV endoleak was suspected. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored.